Event description:
The reporter stated that the surgeon was advancing a silicone three piece lens model aq2010v in the injector and the lens tore. No pt injury.

Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens is torn in three pieces and a haptic is torn off into the optic of the lens. There is clear & reddish surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.